Event description:
It was reported to st. Jude medical that during dft testing, the device presented with two failed maximum ICD shocks. In spite of two failed shocks the pt was sent home after a successful dft. The pt experienced syncope due to vf with failed maximum shocks at home. They later presented for an upgrade to a sub-q coil and a higher energy bi-v pacemaker.